Event description:
It was reported that the patient is planning to have a surgical procedure to replace an inflatable penile prosthesis(ipp) device. The patient has been having chronic draining sinus from the scrotum. The culture is negative but the physician is reporting that this is associated with the pump. The culture oozes but the patient does not want the device out. The pump is buckled on the right cylinder with ongoing drainage. The physician plans to remove the device, swab to check for infection, and to irrigate and try to place malleable rods to hold space if there is not an infection.

Manufacturer narrative:
Additional information received that the infection test results were received and yeast was present as well as some weak staphylococcus bacteria. A revision surgery has not yet been performed.

Event description:
It was reported that the patient is planning to have a surgical procedure to replace an inflatable penile prosthesis(ipp) device. The patient has been having chronic draining sinus from the scrotum. The culture is negative but the physician is reporting that this is associated with the pump. The culture oozes but the patient does not want the device out. The pump is buckled on the right cylinder with ongoing drainage. The physician plans to remove the device, swab to check for infection, and to irrigate and try to place malleable rods to hold space if there is not an infection. After performing tests and swabbing for the infection, results revealed that yeast was present as well as some weak staphylococcus bacteria.